Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another lens. No patient injury. The cartridge used lens was not tested or approved for use with a silicone lens.

Manufacturer narrative:
Results: a visual inspection of the returned product shows half of lens and haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.